Event description:
It was reported that the patient received an inappropriate shock. Also, the device battery remaining was at 13%. The doctor advised that the patient should have the device replaced. The plan is to replace the system with a trans-venous one. There were no adverse patient effects. The system remains implanted. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.